Event description:
It was reported by service report that the nurse call system was not working due to interface cable was broken and pulled from the bed. Customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Interface cable.